Event description:
Info received indicates the brake is slipping. The caster does not roll, but it will swivel under pressure.

Manufacturer narrative:
The technician replaced left head and right foot caster to repair the bed.